Manufacturer narrative:
Service representative replaced the unit's gas module. Calibrated unit to factory specs. Function and safety tested.

Event description:
Customer reported an issue with the dpm 6/7 monitor which may have impacted gas monitoring. No pt injury was reported.